Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who reported that all sectors were blank and stations were operating in local mode with no central monitoring. The rse inquired about any recent power outages, network maintenance, or migrations; the customer reported none. The rse logged into the primary server and observed that the webserver, physio servers, and mobility server were online, while the majority of other servers/hosts showed status as "unknown" (no connectivity/heartbeat). Onsite support was paged for immediate physical and network troubleshooting and escalation. The customer later stated that the issue was resolved and onsite support was no longer needed. No additional information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the entire hospital lost central monitoring; units are in local mode and sectors show blank with no patient data. The device was in use on patient at time of event; there was no adverse event reported.